Event description:
It was reported that the device had primary audible alarm system failure. No patient injury was reported.

Manufacturer narrative:
Customer reported primary audible alarm system failure. Both tamper seals were intact. Top and bottom cases are in excellent condition. No visible contamination. Primary audible alarm bgnd test found in ehl. Powered up and performed infusion / occlusion test. Unable to duplicate reported problem or who caused the problem. No external damage or contamination to interconnect board or speaker. Replaced speaker as preventive measure and performed self test/occlusion test. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection.